Event description:
A merit prelude ideal 5fr sheath introducer was used during a right radial access procedure. The physician was removing the sheath at the end of the procedure. During this removal the sheath separated from the introducer; approximately 1 inch was protruding out of the patient's arm and the remaining portion was still within the arm. The physician was able carefully remove the sheath from the patient's arm without complication or injury to the patient. FDA safety report ID # (B)(4).